Manufacturer narrative:
Country of origin: (B)(6). Multiple attempts to request additional information have been made. Should additional information be received, a supplemental report will be filed.

Event description:
It was reported that at times there has been poor contact between ambulatory infusion pump(s) and rechargable battery pack(s). Limited information was reported as it pertains to the number of occurrences and patients involved. It was noted there were no clinical consequences to the patient; however, there was concern for potential risk of crystalization of the treatment product through portal.